Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer reports that during use the safety cover popped off the needle and separated from device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿ customer problem: customer reports "while trying to activate the safety cover over the needle, the safety device popped off the needle and fell to the floor. Luckily the staff member did not puncture their finger on the needle when doing so."

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 05-sep-2023. D.1.medical device lot #3145765. D.1. Medical device expiration date: 31-may-2028. H.6. Device manufacture date: 25-may-2023. B.1. Describe event or problem: it was reported when using the bd vacutainer® eclipse¿ blood collection needle customer reports that during use the safety cover popped off the needle and separated from device. This event occurred 2 times. H.6. Investigation summary: bd received 10 samples and 1 photo for investigation. The photo only shows the product packaging so the failure mode of defective locking mechanism could not be observed. Additionally, the customer samples were evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer reports that during use the safety cover popped off the needle and separated from device. The following information was provided by the initial reporter. The customer stated: customer problem: customer reports "while trying to activate the safety cover over the needle, the safety device popped off the needle and fell to the floor. Luckily the staff member did not puncture their finger on the needle when doing so."